Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly pt. Has experienced increasing pain in the hip flexor region. Assessment revealed an esr of 33, a crp of 34.9, a chromium level of 1, and a cobalt level of 3.7. Metal artifact reduction mr shows an adverse reaction in the region of the iliopsoas muscle. Leukocyte transformation testing reveals the absence of metal hypersensitivity to the biomaterials. Revision surgery was performed (B)(6) 2014. Capsular thickening and corrosion at neck/stem junction.